Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced hypoglycemic episodes with blood glucose values in the 50 mg/dl range while using a sensor. The user was advised to eat to correct the lows. No outside medical intervention was required.